Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found bad "lld" spring. Replaced "lld" spring and plunger clamp. The instrument was tested without further problem, and was returned to expected operation.